Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the punch stuck with the punch tower. There was spare product in the op, so the op was continued with spare product.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot. Visual inspection: the returned device is in lightly used condition. Two points of material deformation are noted on the distal end of the guide shaft. The location of the deformations corresponds with the with the neck in the bore of the mating tibial guide tower. This damage suggests the returned device was not completely seated in the mating device prior to impaction. Functional inspection. The device could not be passed through a sample tibial guide tower, catalog: 8050-1089. The observed points of deformation contact the bore on the guide tower preventing the punch from being advanced through the bore. Dimensional inspection: the returned device was dimensionally inspected using instruments services (B)(4), calibration date apr-2015. The returned instrument passed inspection using the gage with the exception of the deformed area. Damage was observed on the shaft of the returned instrument which prevented the device from functioning with the mating guide instrument. The damage to the device was consistent with misalignment of the subject device within the guide prior to impaction. Based on the age of the device and the observed damage user misuse is considered the root cause of this event. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the punch stuck with the punch tower. There was spare product in the op, so the op was continued with spare product.